Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit¿s part that was connected to the ic was internally damaged prior to use. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection was performed and showed distal deposits on the cover glass and scratched, illumination fibers at distal tip needs to be polished, cosmetic refurbishing of the scope, optical system is loose, and glass particles in the optical system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. The instructions for use recommends ¿¿ careful inspection of the operative control unit before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative control unit.¿ damage may occur if the headpiece is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.